Manufacturer narrative:
Device received from (B)(6), evaluation is in progress.

Event description:
Per sales rep, during decannulation the cannula got detached from bend tip. This happened during surgery. No patient injury reported.

Manufacturer narrative:
The returned arh241190a device was evaluated by quality engineering and manufacturing engineering at edwards utah. Per edwards irvine, the arh241190a device was returned in one partially opened pouch with three additional arh241190a devices. The tip, which was completely detached from the cannula body, was returned in one sealed pouch with the tips from the other three units. The two returned pouches were not the original edwards pouches. Labeling on the returned pouches indicate that they are used for either ethylene oxide sterilization or steam sterilization. The report of the cannula being detached from the tip was confirmed. No blood was visible on the cannula. The cannula had a cloudy yellowish appearance, and was likely resterilized. No adhesive residue was visible on the cannula; however, adhesive residue was visible on 3 of the 4 returned tips (the tips were not differentiated based on which cannula they belonged to). A blue line was visible on the cannula body, and the wire at the distal end of the cannula was protruding from within the inner lumen of the cannula. Additionally, the wire wound section of the cannula, near where the wire was protruding, appeared to have been pinched. No additional issues were identified with the returned arh241190a device. Inasmuch as the correct lot number was not provided, a DHR review could not be completed. The report of the cannula being detached from the tip was confirmed; however, the root cause of the tip separation cannot be determined. The returned device was likely resterilized; therefore, the issue cannot be attributed to a manufacturing non-conformance or a design deficiency. The root cause of the blue line, protruding wire, and pinched section of the cannula cannot be determined. No additional factors were identified which would have contributed to the reported issue. The root cause of the reported issue could not be determined; hence, a manufacturing defect cannot be confirmed and a product risk assessment (pra) will not be initiated. The arh241190a manufacturing process and acceptance activities remain appropriate and all planned activities associated with the manufacture and testing of the arh241190a devices are acceptable. The information will be included in trend data and future CAPA determinations..